Manufacturer narrative:
The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. During simulation of pre-op check the three returned devices could be assembled and disassembled without excessive force as intended. The subject of the reported event could not be reproduced. Signs of seizing / fretting corrosion were not found on the items. The threads of nhs and nail are in good condition. The device inspection revealed the following: visual inspection: we received the items in assembled condition. The nail holding screw [nhs] could be loosened with the corresponding ball-tipped screwdriver. Functional inspection: simulation of pre-operative function test performed on the returned devices revealed that function is given in full. The returned devices [nail, nhs and target device] could be assembled and disassembled as intended. Dimensional inspection: correct dimensions were confirmed by above mentioned successful functional check. Referring to the subject of the complaint it cannot be excluded that the nhs had been screwed in the nail with excessive force. Possibly, in this case the torsional force had not been applied constantly to the nhs but with a quick movement which would explain the relatively high loosening torque whilst disassembling the items and thus, rather classified as user related. However, the case was not reproducible and based on investigation an exact root cause could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Customer reported to sales rep that: "we have a nail gamma stuck on the nail holder." Sales rep reported that: "yesterday [surgeon] placed a short gamma nail on a patient, and when he wanted to remove the nail holder from the nail, he couldn't unscrew it. He opened another ancillary to put another nail in."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Customer reported to sales rep that: "we have a nail gamma stuck on the nail holder." Sales rep reported that: "yesterday [surgeon] placed a short gamma nail on a patient, and when he wanted to remove the nail holder from the nail, he couldn't unscrew it. He opened another ancillary to put another nail in."